Manufacturer narrative:
Product ID, 377860 lot# v017801, implanted: 2007 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 377760 lot# v016987, implanted: 2007 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID, 37702 lot# serial# (B)(4), implanted: 2007 (B)(6), product type implantable neurostimulator product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension (B)(4).

Event description:
It was reported there was an estimated replacement indicator (eri) message. It was also reported, the patient was feeling stimulation but "off and on." Additional information has been requested, a follow-up report will be sent if additional information becomes available. The patient had a bilateral system and it was unknown to which stimulator the event pertained, so a report has been filed on both. Refer to manufacturer report #3004209178-2012-10291.